Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted as the user suffered from a chronic infection and a skin breakdown. Re-implantation with a stapes coupler is planned in 12 months.

Event description:
The device was explanted as the user suffered from a chronic infection and a skin breakdown at the post-auricular incision. There was no device exposure. Re-implantation with a stapes coupler is planned in 12 months.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to a chronic infection with skin breakdown, in the setting of chronic otitis externa. Additionally erosion of the incudostapedeal joint was reported, which appears to be secondary to the chronic infection. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Given this, and the timing of the infection, no information points towards the implant being the source of the infection. Damages found during device investigation are most likely related to the explantation surgery. The user was not reimplanted at this time. This is a final report.